Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with seven atrial noise reversions. Isometric testing was performed, and noise was reproducible in-clinic. Patient will continue to be monitored, as the patient did not report any symptoms, and the atrial lead noise duration was short.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that during an ICD upgrade on (B)(6) 2017, the atrial lead was capped due to continued lead noise leading to inappropriate auto mode switch. The patient was stable, before, during, and after the procedure.